Event description:
It was reported that a visions pv .014p rx catheter was used in a peripheral procedure. During use, the catheter got stuck on a non-philips guidewire. Attempts were made to remove the catheter, but were unsuccessful; therefore, removed as a system. A new visions catheter was used to complete the procedure with no patient injury reported. This product problem is being submitted because the visions catheter and a non-philips guidewire were removed as a system. There is potential for harm if it were to recur.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a6: not available from facility. Blocks b6 & b7: not available from facility. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Block h3: the visions pv .014p rx catheter was returned intact to the distal portion of a non-philips guidewire. The proximal portion of the guidewire was returned separately, with a clear cut at the location of the separation. Visual inspection of the catheter found a stretched guidewire exit port. The guide wire movement test could not be performed due to the guidewire being stuck in the catheter. Block h6: the probable cause of the reported failure (removal as a system) is due to damage during use/handling. Strain, impact, and forces associated with use can affect the integrity of the device. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.